Event description:
The complainant reported that an air in purge alarm appeared on the automated impella controller (aic) during patient support. While attempting to de-air the system, the screen on the aic froze. A purge cassette exchange was performed, but the issue persisted. The aic was subsequently swapped to resolve the failures. Support continued following the exchange. However, after 11 days of support, the patient eventually expired.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.